Event description:
During an aneurysm coiling procedure, x-6-12-t10-tc as the 2nd coil attempted to detach and physician noted that this coil was pushing the 1st coil into parent artery. Physician then decided to pull the coil back. Upon withdraw of the device, resistance encountered and then physician noted the coil was broke from the delivery system. No comlications were reported to hace occurred with the pt as a result of this event.